Manufacturer narrative:
Product complaint # (B)(4). Patient code: no code available (3191) used to capture no information available. Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the 25 mm flexible drill bit snapped in half, presumably from gradual overused.